Event description:
This report is to advise of a fractured catheter tip noted during analysis.

Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation. The returned device was noted to have a fracture in the catheter tip. Due to the aforementioned damage, functional testing could not be performed. The cause of the reported image quality issue remains unknown. The cause of the fractured catheter tip was determined to be a design/process issue.